Manufacturer narrative:
(B)(4). MFR received date 12/12/2011. It was inadvertently reported as 12/13/2011 in follow up report 1423500-2011-10044-001.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Check mark was inadvertently left off on the initial submission. The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain - use error, initial drain alarm setting inappropriately programmed too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs. The drain volume was 4199 ml during cycle 1. The patient's largest prescribed fill volume was 2000 ml. This event meets overfill criteria. No patient injury or medical intervention was reported.